Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor and case are missing. Catheter material stretched and broken. Internal catheter wires broken inside catheter. Barcode label peeling from connector. Marking (pink) on codman label. No testing was possible. Mfg. Date: 09/18/12. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that after monitoring the sensor for a long period of time, a message of "sensor no longer detected" appeared. After troubleshooting, it was determined that the sensor was the issue and that the device should be replaced. The diaphragm or sensor tip came off during removal. The device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.